Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. As received, the charger would not charge a battery pack. Upon evaluation, there was contamination on the battery board and interconnect cable, the u104 (pxa) and u1003 (pld) bga components failed, and the q1 current controlling transistor was shorted on the bedside board. The cause of the faults and inability to charge a battery pack is the contamination, bga failure, and shorted component. The cause of the contamination is liquid ingress of an unknown contaminant. The cause of the bga failure cannot be positively identified. The cause of the shorted component cannot be positively identified. The root cause of the faults and inability to charge a battery pack cannot be distinguished between these failures. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids.

Event description:
A us distributor contacted zoll to report that a patient's charger was producing faults.